Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for suspicion of transient ischemic attack (tia). Blood labs were done. The patient's vital signs were ok, and the patient was slightly hypovolemic due to limited oral intake on the day of event. The site was concerned about rotor function related to the tia. A review of the log files by technical services found low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. According to the account, the reported low flow alarms were thought to be due to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported tia and hypovolemia could not be conclusively established through this evaluation. Evaluation of the submitted controller event log file confirmed 8 low flow fault flags on 23nov2022 that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 2.3 lpm. Of these faults, 3 lasted over 10 seconds and a low flow alarm was triggered. No other atypical events were captured. The pump appeared to function as intended at the set speeds. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 ¿introduction¿ lists neurological event (not stroke-related) as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ lists neurological dysfunction and hypovolemia as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flow alarms occurred while the patient was at home, while the patient was experiencing the transient ischemic attack, and while the patient was transported via helicopter. The tia lasted 10 minutes. A cause of the low flows was not able to be identified. The patient reported a lower oral intake of fluids on the day of the event. The low flow alarms resolved spontaneously.